Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 27. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, bleeding and inflammation. No further patient complications were reported.